Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient's programmer displayed the message "replace generator soon" and therapy was still on. As such, surgical intervention took place where the ipg was replaced, and therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.